Event description:
A post market clinical study identified that 2 screws backed out of a plate with evidence of non-compliance. A month later an infection was treated, antibiotic beads were placed, debridement conducted, and the screws were tightened. Post-op notes state the physician believed the infection led to non-union and broken hardware.

Manufacturer narrative:
Health effect appears to have occurred but there is no information available to classify the clinical signs, symptoms and conditions. This complaint was not escalated to root cause analysis.